Event description:
It has been reported that an optional monitor shelf had become detached from its mounting pole. A 4.35 kg (9.6 lbs.) Monitor was on the shelf and fell off. It was reported that at the time of occurrence the incubator was set up awaiting the arrival of an infant. The reported failure mechanism was that the thread insert inside the plastic monitor shelf had become loose and separated from the shelf. No injury has been reported.